Manufacturer narrative:
Batch records, final product manufactured and qc records have been reviewed for lot cov2030022. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection. The manufacturing process complied with the dmr. Retention samples have been tested and met with the qc criteria. Complaint issue was not found. Complaint is not verified.

Event description:
False negative result(s). Called in because her 3 year old daughter tested positive at (B)(6) but when she tested her at home with the flowflex test, she was negative. The kit was purchased at walgreens. She followed the directions exactly. She dispensed 4 drops into the correct well, waited 15 minutes and no later than 30. The desiccant pack was inside the cassette pouch. She declined a replacement. She said she will just go buy a new test at walgreens.